Manufacturer narrative:
Pump passed displacement test, self test, active current measurement and sleep current measurement. Unit successfully downloaded to thus. No unexpected pump error 23, pump error 49 and pump error 68 noted during testing. Pump downloaded trace and history confirmed pump error 23 on (B)(6) 2023 at 17:00:50.000, pump error 49 on (B)(6) 2023 at 17:00:18.000 and pump error 68 on (B)(6) 2023 at 17:00:18.000. Additionally pump error 75 was noted in pump's downloaded history on (B)(6) 2023 at 20:05:09.0000. Pump was cut open to perform visual inspection and a loose j6 connector was noted. No physical or moisture damage was noted on the electronic assembly, motor and force sensor. After disconnecting and reconnecting the internal lithium backup battery connector on j6/pcb 1, the pump was monitored and functioned properly. The power management tool confirmed pump error 75 was triggered due to connector resistance j6/pcb 1. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and pillowing keypad overlay. Pump passed required testing. Pump error 23, pump error 49 and pump error 68 were not confirmed. Pump error 75 was confirmed due to a connector resistance issue with the j6 connector on pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had pump errors 3 - main arm cannot communicate with the motor arm, 68 - trace pointers are invalid, 75 - power supply test failed during self-test, 49 - history pointers failed and history pointers are corrupted after battery change and pump error 23 - post-reset ram crc alarm. The pump was able to clear and rewind pump errors. No harm requiring medical intervention was reported. Troubleshooting was performed, customer reported the pump had 75 during self-test.  The customer will discontinue use of the device. The device will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.